Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter is falling off of the central nurse's station (cns) giving the error "registered bed is not ready" but continues to be seen on remote network station (rns) / next generation netkonnect (ngnk) and vitrac. The customer is stating that this appears to be something that occurs somewhat frequently and would like to start an investigation to find a root-cause of the issue. No patient harm was reported. Investigation conclusion: the issue was transient and resolved without intervention. No device malfunction or reproducible failure was identified, and the gz continued to function normally on other monitoring systems (rns and vitrac). Logs were requested to investigate further, but the customer later confirmed the condition had self-resolved and was no longer occurring. As a result, the root cause could not be conclusively determined. Additional device information: d10 concomitant medical device. Central nurse's station. Model: pu-681ra. Sn: (B)(6). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter is falling off of the central nurse's station (cns) giving the error "registered bed is not ready" but continues to be seen on remote network station (rns) / next generation netkonnect (ngnk) and vitrac. The customer is stating that this appears to be something that occurs somewhat frequently and would like to start an investigation to find a root-cause of the issue. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter is falling off of the central nurse's station (cns) giving the error "registered bed is not ready" but continues to be seen on remote network station (rns) / next generation netkonnect (ngnk) and vitrac. The customer is stating that this appears to be something that occurs somewhat frequently and would like to start an investigation to find a root-cause of the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device. Central nurse's station model: pu-681ra. Sn: (B)(6). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter is falling off of the central nurse's station (cns) giving the error "registered bed is not ready" but continues to be seen on remote network station (rns) / next generation netkonnect (ngnk) and vitrac. The customer is stating that this appears to be something that occurs somewhat frequently and would like to start an investigation to find a root-cause of the issue. No patient harm was reported.